Event description:
It was reported that the pacemaker system exhibited high out of range (oor) pacing impedances on both the right ventricular (rv) lead and right atrial (ra) lead measuring greater than 3000 ohms. A lead safety switched was declared which switched the pace / sense configuration from bipolar to unipolar. Technical services was concerned since both leads had the same issue, if the patient had any surgeries or procedures at the time of the oor measurement. However, it is unknown. At this time, the device, rv and ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).